Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Event description:
Allegedly revised for mom issues.

Manufacturer narrative:
The investigation is not complete. The event code is addressed in the package insert. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01725.